Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) contacted customer support and reported she was not draining in drain 2 of the dialysis treatment with the fresenius cycler. Additionally, the patient reported experiencing pain from pulling as she did not have any pd effluent to drain. The patient was assisted to cancel the pd treatment and advised to contact the pd nurse. In additional follow-up, the patient confirmed she did not complete the pd treatment on (B)(6) 2023 and that she went to the emergency room for evaluation of pain. The patient stated there was no cause identified for pain and the patient went home. However, the patient stated she continues to experience pain when she drains both with the cycler and with manual pd exchanges. The patient alleged the fresenius cycler is causing the pain from pulling. It was stated the patient was taking antibiotics for pain. No further information was available despite several follow-up attempts.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycle and the patient¿s symptom of pain which resulted in the patient going to the emergency room and taking antibiotics. Currently, it cannot be determined what is causing the patient¿s pain. The patient stated she experiences pain when draining with the fresenius cycler and with manual pd exchanges. Drain pain is not an uncommon finding in patients receiving pd therapy and can be associated with many potential etiologies. However, due to the limited information available, the use of the fresenius cycler cannot be excluded as a causal/contributory factor.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) contacted customer support and reported she was not draining in drain 2 of the dialysis treatment with the fresenius cycler. Additionally, the patient reported experiencing pain from pulling as she did not have any pd effluent to drain. The patient was assisted to cancel the pd treatment and advised to contact the pd nurse. In additional follow-up, the patient confirmed she did not complete the pd treatment on (B)(6) 2023 and that she went to the emergency room for evaluation of pain. The patient stated there was no cause identified for pain and the patient went home. However, the patient stated she continues to experience pain when she drains both with the cycler and with manual pd exchanges. The patient alleged the fresenius cycler is causing the pain from pulling. It was stated the patient was taking antibiotics for pain. No further information was available despite several follow-up attempts.